Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused the patient to have an infection. The patient did receive medical intervention in the form of prescription for antibiotics. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient was alleging to develop have an infection suffering from sore throat and had yellow sputum when using this unit. Patient did receive medical intervention in the form of prescription for antibiotics. The device was returned to the manufacturer's quality product investigation laboratory for investigation. Evidence of sound abatement foam degradation/breakdown was not observed in this device. Contamination under the dry box was observed. The external investigation showed that there were no signs of contamination on the outside of the device. The device was hooked up to a known good power supply and cord. Airflow was verified to be operating correctly. The care orchestrator data was unavailable. The error log showed that there were no errors on the device. The internal investigation of the humidifier showed that there were signs of contamination under the dry box. The internal investigation showed that there were no signs of contamination inside of the device. Investigation found no evidence of sound abatement foam degradation or breakdown. Section g1 updated. Section d8, d9, h2, h3 and h6 has been updated.